Event description:
The patient reported a high blood glucose level of 278 mg/dl for an undisclosed time wearing the pod. After removing the pod, the patient noted redness and irritation the diameter of the pod and sometimes irritation at the infusion site. The irritation at the infusion site is usually a bump, tender and soft; largest was the size of their thumb nail. The patient reported it healed but left scarring on their abdomen. The patient stated they visited their healthcare provider for routine follow up and they discussed other pump options due to pod site reactions.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and scarring. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.